Event description:
Healthcare professional reported that an alleged leak occurred in the access port. Surgery was performed to remove the device.

Manufacturer narrative:
Tape ii. (B)(4). Visual examination of the returned device determined the access port tubing connector to be a taper ii. Analysis showed a thinner surface on the band tubing at the stainless steel connector and a smooth curved opening with leakage consistent with wear and tear. The band tubing was broken with striations consistent with a surgical end cut to remove the device. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."